Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported the pt had satisfying hearing performance for the last 11 yrs. He hit his head 3 weeks ago, followed by no longer having any access to sound with his cochlear implant. The external parts were exchanged, but the situation remained unchanged.